Event description:
Boston scientific crm received info that this lead was explanted due to loss of capture, non sensing and poor thresholds. Initially the physician planned to reposition this lead, however, at the procedure, the helix was noted to be sticky when trying to retract. The decision was made to extract the lead and a new lead was successfully implanted in its place without incident.